Event description:
It was reported that prior to starting a da vinci si surgical procedure, a broken wire at the distal end of the medium-large instrument was identified during set up. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument does not have any wires or drive cables. The grips are driven open/closed by a push pull rod. Additional observation not reported by site was a broken clevis. Both ears on the clevis were broken at their base. The ears were retained by grip axis pin. The grips were dislodged from the pushrod cross pin and the open/close of the grips was no longer functional due to clevis breakage. Engineering concluded the damage was likely due to mishandling. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.